Event description:
Caller reported a malfunction on pump, indicating that the malfunction code "malf 1" was displayed and resettable. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller in resetting pump, but same malfunction code recurred, leading to decision to replace pump. Customer was informed about replacement pump with updated software and advised on backup therapy using mdi to ensure insulin delivery is not interrupted. Caller acknowledged training availability in their tandem source account and was advised on steps for returning problematic pump via ups within 10 days.